Event description:
Patient is a (B)(6) woman who presented to the (B)(6) health center for loss of essure coil. Patient states while she was menstruating last week, she went to wipe excess discharge and noted small piece of metal came off, she brought metal piece with her. She is also complaining of back and lower abdominal pain associated. Yellow discharge, patient denies fever, chills, nausea, vomiting or diarrhea.